Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility information; 213 is based upon the investigation of the returned sample. H6: investigation conclusion: 4310 is based upon evaluation of the user facility information; 67 is based upon the investigation of the returned sample. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were found to have been fully mated. The transition between the hemostasis sheath and locator was inspected, however, no damage or issue was identified. The carrier tube was returned unused and in the forward lock position. The guidewire was also returned and was found to have been unused. Dimensional testing was performed. The diameters of the hemostasis sheath and the locator were measured and were found to have been within the specifications outlined within the design drawings. The outer diameter of the locator was measured at 0.0905" (0.092 + .000 / - .002), and the outer diameter of the hemostasis sheath was measured at 0.116" (0.114" +/- .005"). The dimensions were within the manufacturer's specifications. The complaint cannot be confirmed since no issue was found with the device assembly. An exact root cause for the issue was unable to be determined. The likely cause of the issue could be that the user did not rotate the assembly 90 degrees during over-the-guidewire advancement. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician met resistance while entering the common femoral artery (cfa). He believed it was associated with too large of a transition between the arteriotomy locator and angio-seal sheath. The patient developed a pseudoaneurysm. The patient was stable, and the procedure was successful. Additional information was received on 29sept2021. The type of procedure was an inr using a 6 fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was not achieved using the angio-seal. Multiple sticks were not performed. The puncture site was not below the common femoral artery or a low stick. Ultrasound (us) testing was performed to diagnose the pseudoaneurysm. Thrombin injection x3 with ultrasound (us).